Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient's demographics requested, but was not provided.

Event description:
It was reported that during an infusion of insulin, the physician primed and loaded the IV tubing set into the pump and was able to close the pump door with the white pinch clamp inside of the door, unknown to him. He began programing the insulin infusion and was asked a question by someone in the operating room and stopped the programming for an unknown length of time. When he went back to the pump to complete the program, he noticed the medication was flowing through the drip chamber. He immediately clamped the tubing set with the roller clamp, pulled the set out of the pump and noticed that the white pinch clamp located within the blue safety clamp housing was not engaged, thereby causing the medication to free flow. There was no impact to the patient during this event. The physician was able to administer the correct medication dosage in response to the event and monitored the patient closely thereafter.